Event description:
It was reported by the customer that their insulin pump had alarmed threshold suspend, weak signal and lost sensor. Informed customer of alarms and possible causes. Customer's blood glucose level was 48 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).